Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found from the bifurcation of the funnels during pretest.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley catheter with a jagged break at the bifurcation, nearly completely breaking off the inflation arm. The outer diameter of the bifurcation at the break (0.2275") was in specification (0.23"± 0.01"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "- method for use 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. If visible defect of the balloon or segment of catheter, inspect fragments of catheter may not remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. - applicable patients 1. Use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder."

Event description:
It was reported that water leakage was found from the bifurcation of the funnels during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was found from the bifurcation of the funnels during pretest.